Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies and sound quality issues, followed by loss of lock. The pt was seen by the center for device eval. External equip was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the pt's device is to be scheduled.